Manufacturer narrative:
The complaint catheter broke due to excessive force experienced by the tubing at the molded juncture hub. The hospital has stated that they believe the event is "not a result of a defective catheter." There is no injury to the patient and there was no need for medical intervention beyond the extraction of the catheter through normal means. Originally the lot number was reported as #170064, however the hospital confirmed the correct lot number of #170230. Quality and manufacturing review of lot #170230 indicates product was manufactured in accordance with approved quality and manufacturing documentation. There are currently no other complaints on file from lot #170230. After review of the complaint catheter and communication with the facility, it is reasonable to conclude that the product failure is not due to manufacturer defect. A report of the findings has been sent to the customer.

Event description:
The 1.4 fr polyurethane pic catheter broke at the securement hub during attempted explant. The PICC was in place for approximately five days before the adverse event. There was no harm to the infant.